Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) went into cardiac arrest and had pulseless ventricular tachycardia (vt). Multiple medications and external defibrillation were provided multiple times, and prolonged cardiopulmonary resuscitation (CPR) was performed. The patient's family was called to remove life sustaining support. Technical services reviewed device data and found there was an alert due to an out of range right atrial (ra) pacing impedance measuring less than 200 ohms back in (B)(6) 2024. Additionally, there was possible ra loss of capture. It was noted the battery had one year remaining back in (B)(6) 2024. A request was made for engineering analysis and engineers confirmed there was a hardware issue with the device that led to both the premature battery depletion and the out-of-range ra pacing impedance observations. The field representative did perform an interrogation on the deceased patient, and it was noted there was a stored atrial tachy response (atr) event since the last check. Technical services reviewed the device data and confirmed there were no stored tachycardia events and sensing was appropriate on the right ventricular (rv) channel. The device was programmed with three zones; vt-1 was a monitor only zone with a rate cut off of 170 bpm, the vt zone was set to 200 bpm, and the vf zone was set to 220 bpm. Engineering analysis of the data determined the hardware issue had no impact on the rv lead or the device's ability to provide tachycardia therapy. Technical services recommended to return the device.